Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with the pump. The reporter stated that on (B)(6) 2014, the patient was unresponsive with blood glucose (bg) greater than 500mg/dl and was treated in an urgent care facility with unspecified interventions. It was reported that the patient had dka (diabetic ketoacidosis) with unspecified ketones, extreme drowsiness/difficulty waking up/confusion and that pump use was discontinued. At the time of the report, no information was available regarding the pump's history and settings or any adjustments made by the patient's healthcare provider before or after the alleged event. This complaint is being reported for alleged dka during pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2014. The pump history showed that the pump was manually suspended on (B)(6) 2014 with no deliveries resumed. The pump was also manually suspended on (B)(6) 2014 and then deliveries resumed on (B)(6) 2014. The pump history showed no alarms outside the range of normal patient use. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.